Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. According to the surgeon, the patient''s prior refractive surgery is the likely cause of the event therefore unrelated to the device.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced an unexpected refractive event. According to the surgeon there seems to be a dramatic over correction of refractive astigmatism. The surgeon plans to remove the current iol and replace with a spherical lens. In the surgeon's opinion the likely cause of the event was patient's prior refractive surgery, as well as wound gaping/sagging.